Event description:
During the training session, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user was unable to clear the error. No patient involvement.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The reported complaint of the "autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message and the user was unable to clear the (ua) 45 error message" was confirmed during functional testing and archive review. The root cause for the (ua) 45 error was due to the driveshaft not being at the "home position". Usually, the (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, noticed that the encoder driveshaft was stuck and cannot be rotated. The root cause of the issue was failed drivetrain motor due to a defective component. Upon visual inspection, no other physical damage was observed. The archive data review showed (ua) 45 error messages around the reported event date. Thus, confirming the reported complaint. Further review of the archive data revealed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date, unrelated to the reported complaint. During functional testing, the autopulse platform displayed the (ua) 45 advisory message upon powering up, thus confirming the customer's reported complaint. The defective drivetrain motor was replaced to address the reported complaint. During further functional testing, the device failed as it displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), unrelated to the reported complaint. During the power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization test results confirmed that both load cell modules exceed normal parameters and were replaced to remedy the (ua) 07 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).